Manufacturer narrative:
Consumer experienced burning, stinging, irritation, light sensitivity and red eyes after using the product. Consumer reported visiting an urgent care hospital and claims that they had to have unnecessary eye surgery because of the issue. (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure.

Event description:
Consumer experienced burning, stinging, irritation, light sensitivity and red eyes after using the product. Consumer reported visiting an urgent care hospital and claims that they had to have unnecessary eye surgery because of the issue. Medical documentation has not been provided. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.

Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. However, the evaluation of the returned lens case revealed it did not meet all product requirements. Additional event and medical information has been requested but not received.

Event description:
Medical information obtained from (B)(6) indicates the patient presented with "eyes sore and weeping 36 hours, light sensitive." The doctor indicated that there was conjunctivitis in both eyes; however, there was no corneal involvement. Although there were no cultures taken, the doctor treated the condition as if it was "conjunctivitis (bacterial)". The patient was prescribed chloramphenicol eye ointment for 7 days of treatment and was reported to have recovered. Although the patient had reported undergoing surgery associated with the event, the doctor associated with (B)(6) did not report medical intervention of surgery.